Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 had failed. A field service engineer (fse) found that the rails on full-height drawer 6 were physically damaged. After powering off the station, the fse removed the drawer from the cabinet and replaced both slide rails. Once the replacement was complete, the drawer was reseated into the cabinet, and the station was rebooted. After the application loaded, the hardware successfully recovered. The pyxibus cable was reseated, and both the latch and position sensors were tested. Hardware functionality was verified using the application diagnostics the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to open and gives clicking noise, user needs to manually pull out to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.